Event description:
It was reported that the impedance values had increased on the superior vena cava (svc) and right ventricular (rv) coils of the rv lead. During pocket manipulation and arm movements the values spiked high and out of range. A lead fracture was suspected but not confirmed by the site. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).